Manufacturer narrative:
Due to a recent (B)(4) inspection, this MDR is being reported late as a result of a re-evaluation.

Event description:
Blades are not holding well. They are snapping fairly easily. The are using them to cut a rubberized maskant. They realize this is not the intended purpose of the blade. They follow a template, and when they make a bend, it snaps. The blades seem more brittle.